Event description:
The customer reported that the ventilator alarmed during use due to a high oxygen supply pressure. The customer reported there was no patient harm. The customer reported the ventilator was connected to a 50psi oxygen gas wall source. They connected to an e cylinder with a flow regulator via manifold, and then to a flowmeter set at 15 lpm and disconnected the wall source, at which time the ventilator alarmed due to a high oxygen supply pressure. Per the operators manual and oxygen manifold option instructions, the oxygen source must be able to deliver 100% oxygen regulated to a maximum inlet pressure of 87 psig. The customer reported they did not use a pressure regulator, resulting in too high a delivered pressure to the ventilator when they switched over to cylinder use. Per device specification, when the measured oxygen inlet pressure is greater than 92 psig, the high oxygen supply pressure alarm is annunciated. When the high oxygen supply pressure alarm is active, the oxygen valve is closed and o2 enrichment ends. The ventilator continues to provide ventilatory support to the patient using an air gas source. Loss of the oxygen source can be detrimental to a patient if this type of event occurs. The manufacturer's clinical specialist has advised the customer to discontinue the improper setup and use of the flow regulator, and reported the customer has ordered pressure regulators for appropriate connection. The customer did not know the serial number of the ventilator that was in use at the time of the event.

Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be filed once the product is returned, and investigation results are available. Note: adc customer service attempted to contact the customer to clarify if the customer had the projected alarm set on to a specific blood glucose reading. However, the customer could not be reached.

Manufacturer narrative:
Customer returned freestyle navigator receiver containing the batteries. Voltage receiver returned battery 1 (energizer) was measured at 1.319 v. Receiver returned battery 2 (energizer) was measured at 1.309 v. Receiver visual inspection: no observations. Receiver automated test results: passed. The alarms, the audio and vibrate function does work. In addition, according to the events log of the receiver, the transmitter and the sensor was not connected. The complaint was not confirmed.

Event description:
A customer reported she was using the fs navigator continuous blood glucose monitoring system, and she was "not alarmed at her low blood glucose threshold." The customer additionally reported her blood glucose level dropped and she lost consciousness. The paramedics were called and reportedly obtained a reading of 21 mg/dl (unk meter). The customer reported she was treated with a glucose shot and drank orange juice. The customer was not reportedly transported to a health care facility. There was no report of death or permanent impairment associated with this event.